Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 430 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient was taken to the hospital where they were treated with intravenous therapy with fluids. The patient was released the following day.